Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The patient was feeling outside when they started to feel dizzy. They could not concentrate, their legs were weak and they collapsed. A passerby on the street called the paramedics. When they arrived, they checked the bg and it was 37 mg/dl while the cgm was displaying 121 mg/dl. The patient was treated with a glucose injection and glucose infusion. When the patient regained consciousness, a bg was taken by the paramedics and it was 54 mg/dl. They offered the patient to be admitted to inpatient; however, the patient declined and called their husband to pick them up. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.